Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, he had suffered a hypoglycemic episode and lost consciousness. Paramedics were called and they measured patient's bg at 54 mg/dl while his cgm was reading 138 m/dl. Paramedics also administered a glucagon shot to patient. At the time of his call to dexcom technical support, patient was feeling well.